Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid fluid. The cause was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin injection (discontinued, after 72 hours, dose, route, frequency and duration were not reported) and amikacin injection (discontinued, 150mg once a day, route and duration were not reported) for this event. At the time of this report, the patient has recovered from turbid fluid event and was recovering from the peritonitis event. No additional information is available.